Event description:
Information received from the healthcare provider's (hcp) office. It was noted that there were no issues with the device. The patient "fired" the doctor and requested another physician remove the pump, which was done.

Manufacturer narrative:
Destructive analysis of the pump was completed. Analysis found gear train anomalies of a stall due to shaft bearing and corrosion, wear or lubrication.

Manufacturer narrative:
Pump memory indicated that the pump had been used to deliver baclofen (2000 mcg/ml at 661.7 mcg/day). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis of the pump found pump overinfusion with undetermined root cause.

Event description:
Product returned with no paperwork. Analysis found in house product failure to meet specifications. Indication for use was noted as intractable spasticity and head/brain injury.

Manufacturer narrative:
(B)(4).